Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed their battery changed. The patient reported that they would normally feel "shocking" sensation, but for "like the last 6 months" they haven't felt anything. Patient services clarified with the physician that called and they stated that the shocking was the sensation felt when the patient would turn stimulation on and it wasn't painful. The patient had changed the batteries in the programmer thinking that may help with the issue but that was unsuccessful and the programmer was working fine. Additional information was received from the health care professional (hcp) indicating that they had reached out to about (B)(4) physicians and no one was willing to take out the device. They indicated that they would do further attempts to try to find someone to take it out. No additional information was available at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.